Manufacturer narrative:
This report is submitted on june 19, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient had a wound infection which was treated with antibiotics (type not reported). The symptoms resolved, and the patient resumed use of the device.